Event description:
The patient was hospitalized due to diabetic ketoacidosis. The reporter believes that the device is not delivering as it should and that the patient may have gone up to 12 hours with no background insulin. While in the hospital the patients blood glucose levels were managed with IV insulin and fluids. Upon discharge patient was placed back on the device, patient again experienced elevated blood glucose levels. The patient was sent a replacement pump and was to return the alleged device for evaluation. As of 07/2005 this device has not been returned to the manufacturer for evaluation.